Manufacturer narrative:
Patient information is unknown. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent a sensor implant procedure. During the procedure, the delivery catheter was unable to be access the patient's distal pulmonary artery due to the patient's anatomy. As a result, the procedure was abandoned.